Manufacturer narrative:
(B)(4). Batch # u95c48. The analysis results found that the el5ml device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed one conforming clip; however, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components, the device was disassembled, and the ratchet pawl was found out of position, causing the failure of the lockout feature. No conclusion could be reached as to what may have caused this condition as no product defect was identified. The device performed and fed the clip without any difficulties noted. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: inspect the jaw tips to ensure the clip is fully advanced in the jaws". As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy procedure, the surgeon fired the clip applier once, then the next clip failed to load and fire. Another clip applier was pulled with different lot number this time, and it worked properly. The procedure was completed successfully with a five minute delay. There were no adverse consequences for the patient.